Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode exhibited elevated shock impedance, showing measurements of 210 ohms, which is high out of range. Technical services (ts) discussed there have been no shocks delivered and it was advised to perform x-rays to confirm electrode position. The electrode remains in service. No adverse patient effects were reported.